Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button was not working and other keys are not responding to touch. Customer does not recall any significant events leading to the error. Customer's blood glucose was 252 mg/dl at time of incident. Customer was informed that was button anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. Unable to perform the displacement test due to the keypad anomaly.